Manufacturer narrative:
(B)(6). Reporter¿s complete mailing address and email address were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed, heavy moving and the triggers of the handpiece suffer from sticking and the gel mark ring on the nose had disappeared. It was further noted that the device failed pre-test for check proper function of the triggers. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the buttons on the battery handpiece were faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.